Event description:
Acct. Reports, according to usp 1014242, that "a nurse was flushing the port after a blood draw and the needle port 'popped out' and sprayed blood into the nurse's face". The interlink injection site was changed. No further info available.